Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 560 mg/dl. Troubleshooting was performed and found that the insulin pump alarmed no delivery prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.